Event description:
On (B)(6) 2024, there was a sudden, uncomfortable, painful sensation in the implant area when the audio processor was worn. Re-implantation is considered, the date has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In (B)(6) 2024, there was a sudden, uncomfortable, painful sensation in the implant area when the audio processor was actively worn and turned on. Reimplantation is considered.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.